Event description:
The event occurred on an unspecified date and involved transducers (arterial and cvp), predominantly the safeset (single and trideuterated) with unknown product code and lot number. The reporter stated that on two occasions the arterial line was clotted at the distal end (unable to identify reason) which required the surgeon to re site a femoral arterial line during the cardiac surgery. The sets were used for arterial, and/or cvp monitoring intraoperative. There was patient involvement and there was delay in therapy; harm was not reported as a consequence of this event. This captures 2 events.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Unable to perform a device history lot review due to no lot number provided. D4: unknown UDI due to no list or lot number provided.